Manufacturer narrative:
Concomitant medical products 978b128 lot# (B)(4) serial# implanted: (B)(6) 2020 explanted: (B)(6) 2023 product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 978b128, serial/lot #: (B)(4), ubd: (B)(4) 2022, UDI#: (B)(4) medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative (rep) regarding a patient that was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor therapy. It was reported that there was a product issue with the ins/system of no communication/inability to communicate. The patient had a fall on or around (B)(6) 2022 . Since that time the patient had to straight cath 3 to 4 times daily. They saw a urologist where they were living in idaho in december, but that urologist was reluctant to revise the implant because the patient was moving back to ohio. The manufacturer representative met with the patient on (B)(6) 2023 . Troubleshooting was performed. An impedance check was planned, however, the device could not be interrogated. The communicator was repositioned over the implant several times, as well as attempted to interrogate the implant with a different programmer and communicator. The battery could not be found with the smart programmer at all. The battery may be completely depleted. The battery is quite deep under the skin as the patient has had some weight gain since implant. The patient had been running the interstim amplitude anywhere from 4.0 to 6.0. Since the patient is having to straight cath 3 to 4 times daily they would like to get the entire interstim replaced. The patient has pain and a worsening baseline symptom of non-obstructive urinary retention. They have a return of the baseline symptom of urinary retention (cannot urinate). The issue is ongoing. Additional surgical intervention is required and a full replacement surgery is scheduled for (B)(6) 2023. On (B)(6) 2023, it was reported that on (B)(6) 2023, the patient had a replacement of the lead and battery. The surgeon noted the lead had migrated out of the sacrum. The hospital disposed of the battery and lead, so it cannot be returned. The patient is now receiving therapy.